Manufacturer narrative:
Device was serviced at the customer site by a field service engineer. During testing, the issue was unable to be reproduced. The ifb board and flow sensor were replaced pre-emptively. The device subsequently passed all applicable testing.

Event description:
At the start of perfusion, the device user observed an issue with the flow sensors, which was successfully resolved through troubleshooting. However, several hours later, the device triggered alarm 240 (portal flow sensor error). The liver was successfully transferred to another metra device. Following perfusion, the liver was declined due to poor graft quality and an unfavorable viability assessment.

Event description:
At the start of perfusion, the device user observed an issue with the flow sensors, which was successfully resolved through troubleshooting. However, several hours later, the device triggered alarm 240 (portal flow sensor error). The liver was succesfully transferred to another metra device. Following perfusion, the liver was declined due to poor graft quality and an unfavorable viability assessment.

Manufacturer narrative:
Review of the perfusion data found that it was likely that an ifb timeout caused the message code 240 (portal flow sensor fault). Data suggests that a perfusion stop and device restart was initiated by the device user which caused and/or coincided with the resolution of both. The portal flow sensor and the ifb were returned for investigation. Both appeared undamaged despite evidence of perfusate on the flow sensor. The root cause of the reported flow sensor issue was an ifb reset.